Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of the 35mm watchman flx delivery system, and the closure device returned in a separate small bag fully expanded. The hub, sheath, core wire, tip and implant were microscopically and visually examined. Inspection revealed that tip damage as the tri-cuts were flared, and there were abrasions on the inside of the sheath tip. There were numerous kinks in the sheath. The core wire was kinked 3.5cm from the distal end. The closure device diameter measured 35.05mm which meets the specifications of 35mm model. There were no other damage or defects found. The tip damage observed is consistent with deploying and recapturing the implant. Product analysis could not confirm the reported event of difficult to recapture as clinical circumstances could not be replicated, and the implant was returned fully expanded.

Event description:
It was reported that difficulty to recapture occurred. A left atrial appendage (laa) closure procedure was being performed. The laa was cactus shaped. Femoral access was obtained, and transeptal puncture was performed according to the instructions for use (IFU). Pre-procedural computed tomography (CT) and transesophageal echocardiogram (tee) were performed, and measurements were taken. A watchman truseal access system (was) was positioned and a 35mm watchman flx closure device and delivery system (wds) were advanced. The wds was deployed and recaptured several times. It was then observed that the closure device appeared "infolded" and the decision was made to remove the wds and exchange for another. Difficulty was encountered with recapture; however, it was ultimately successful. No damage was observed to the closure device upon inspection once outside of the patient. The new 35mm wds was inserted and deployed several times. There was no issue of "infolding", however difficulty was encountered in obtaining adequate positioning. The physicians were discussing how to proceed and decided to withdraw the watchman devices. During withdrawal, a pe was observed. The patient remained stable and a pericardiocentesis was performed. It was suspected that the laa had perforated. The patient's blood pressure drastically decreased, and the patient was transferred to surgery. It was confirmed that a 1cm perforation had occurred in the laa. The laa was clipped, and the perforation was repaired. The patient is stable and remains admitted to the hospital for recovery. Discharge is expected by the end of the week.

Event description:
It was reported that difficulty to recapture occurred. A left atrial appendage (laa) closure procedure was being performed. The laa was cactus shaped. Femoral access was obtained, and transeptal puncture was performed according to the instructions for use (IFU). Pre-procedural computed tomography (CT) and transesophageal echocardiogram (tee) were performed, and measurements were taken. A watchman truseal access system (was) was positioned and a 35mm watchman flx closure device and delivery system (wds) were advanced. The wds was deployed and recaptured several times. It was then observed that the closure device appeared "infolded" and the decision was made to remove the wds and exchange for another. Difficulty was encountered with recapture; however, it was ultimately successful. No damage was observed to the closure device upon inspection once outside of the patient. The new 35mm wds was inserted and deployed several times. There was no issue of "infolding", however difficulty was encountered in obtaining adequate positioning. The physicians were discussing how to proceed and decided to withdraw the watchman devices. During withdrawal, a pe was observed. The patient remained stable and a pericardiocentesis was performed. It was suspected that the laa had perforated. The patient's blood pressure drastically decreased, and the patient was transferred to surgery. It was confirmed that a 1cm perforation had occurred in the laa. The laa was clipped, and the perforation was repaired. The patient is stable and remains admitted to the hospital for recovery. Discharge is expected by the end of the week. It was further reported that the patient has been discharged.

Manufacturer narrative:
B5: patient status added.

Manufacturer narrative:
H6: corrected device code.

Event description:
It was reported that difficulty to recapture occurred. A left atrial appendage (laa) closure procedure was being performed. The laa was cactus shaped. Femoral access was obtained, and transeptal puncture was performed according to the instructions for use (IFU). Pre-procedural computed tomography (CT) and transesophageal echocardiogram (tee) were performed, and measurements were taken. A watchman truseal access system (was) was positioned and a 35mm watchman flx closure device and delivery system (wds) were advanced. The wds was deployed and recaptured several times. It was then observed that the closure device appeared "infolded" and the decision was made to remove the wds and exchange for another. Difficulty was encountered with recapture; however, it was ultimately successful. No damage was observed to the closure device upon inspection once outside of the patient. The new 35mm wds was inserted and deployed several times. There was no issue of "infolding", however difficulty was encountered in obtaining adequate positioning. The physicians were discussing how to proceed and decided to withdraw the watchman devices. During withdrawal, a pe was observed. The patient remained stable and a pericardiocentesis was performed. It was suspected that the laa had perforated. The patient's blood pressure drastically decreased, and the patient was transferred to surgery. It was confirmed that a 1cm perforation had occurred in the laa. The laa was clipped, and the perforation was repaired. The patient is stable and remains admitted to the hospital for recovery. Discharge is expected by the end of the week.

Event description:
It was reported that difficulty to recapture occurred. A left atrial appendage (laa) closure procedure was being performed. The laa was cactus shaped. Femoral access was obtained, and transeptal puncture was performed according to the instructions for use (IFU). Pre-procedural computed tomography (CT) and transesophageal echocardiogram (tee) were performed, and measurements were taken. A watchman truseal access system (was) was positioned and a 35mm watchman flx closure device and delivery system (wds) were advanced. The wds was deployed and recaptured several times. It was then observed that the closure device appeared "infolded" and the decision was made to remove the wds and exchange for another. Difficulty was encountered with recapture; however, it was ultimately successful. No damage was observed to the closure device upon inspection once outside of the patient. The new 35mm wds was inserted and deployed several times. There was no issue of "infolding", however difficulty was encountered in obtaining adequate positioning. The physicians were discussing how to proceed and decided to withdraw the watchman devices. During withdrawal, a pe was observed. The patient remained stable and a pericardiocentesis was performed. It was suspected that the laa had perforated. The patient's blood pressure drastically decreased, and the patient was transferred to surgery. It was confirmed that a 1cm perforation had occurred in the laa. The laa was clipped, and the perforation was repaired. The patient is stable and remains admitted to the hospital for recovery. Discharge is expected by the end of the week.